Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone to reviewed questions. The customer stated that she had a change sensor alarm and high and low blood glucose. Customer's blood glucose was 60 mg/dl. Customer stated that she was treated for high and low blood glucose. The customer was advised that you can't just replaced all her sensors, you have to use it first and if malfunction they can be replaced. Customer declined troubleshooting.